Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with two 450cc mentor memorygel breast implant prostheses and experienced bilateral rupture and left-sided breast pain postoperatively. Mammogram performed sometime in (B)(6) 2019 indicated left-sided rupture. As a result, the patient underwent explantation on (B)(6) 2021. Upon explantation, bilateral rupture was observed. The event date was estimated as (B)(6) 2019 based on available information. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 9-nov-2021, mentor received additional information regarding the patient¿s symptoms and the revision surgery. The patient initially experienced left-sided breast lump and was advised to do mammogram. The patient experienced left-sided granuloma and bilateral capsular contracture (grade unknown). Updated reason for device explant and/or reoperation: rupture, granuloma, capsular contracture. The relevant field has been updated. The patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implant prostheses (catalog #:3503501bc, left serial #:(B)(6), right serial #:(B)(6)). On 29-nov-2021, the product investigation was updated. Investigation summary (update): mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-oct-2021, the suspected medical device was returned for evaluation. On 17-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with shell wear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).